Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional device product code is max. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that during a transforaminal lumbar interbody fusion (tlif) of levels l4 to s1 on (B)(6) 2015, when the surgeon tried to detach the spacer from the reported transforaminal posterior atraumatic lumber spacer system (t-pal) spacer applicator inner shaft after setting it in the final position in the disc space, the tip portion of the forceps of the inner shaft became jammed into the spacer and could not be released. The surgeon had to the reported t-pal shaft from the applicator handle, forcefully. Due to the event, the surgery was extended for 20 minutes. The patient had undergone the initial surgery on an unknown date approximately three years prior to the (B)(6) 2015 procedure. During the initial surgery, the patient was implanted with the t-pal system at levels l3 to l4. The (B)(6) 2015 tlif surgery was a planned procedure to address levels l3 through s1. During the tlif surgery, fixation was applied to levels l3 through s1 and screws were inserted into levels l4 and l5. Implants (7 mm height spacers) were applied and inserted into the interbodies of l4 and l5. This report is 3 of 5 for (b)(64.

Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: one (1) applicator inner shaft (part: 03.812.003) was received for manufacturing investigation. The front end where the spacer implants get attached is heavily bent. The assembly department performed a functional test with the applicator inner shaft (03.812.003) along with the counterparts of this complaint: the applicator inner shaft (03.812.003) and the applicator outer shaft (03.812.001). The damaged applicator inner shaft was repaired prior to the test by straightening the device. Further, all parts of the complaint were tested in combination with our special gages. The results showed that the instrument was working entirely in accordance to the work/test instructions and design specifications. The spacer successfully detached from the inner shaft in the opening position. No jamming was detected. Therefore, the reported malfunction could not be confirmed. It is likely that a mishandling of the opening/release feature was the reason for the malfunction. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.